Manufacturer narrative:
Concomitant medical products: 5086 MRI implantable pacing lead: (B)(6) 2012. (B)(4). No eval explanation: device not returned to manufacturer.

Event description:
It was reported that an infection was discovered during a routine device check. The patient was hospitalized for IV antibiotic administration, blood cultures, and extraction of the system. Replacement product was implanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.